Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. External and internal visual inspections of unit revealed burned component on pcb board. However, all returned power accessories were able to be used for all testing and further performances. Prior to the damaged pcb board, there were no software malfunctions, errors, warnings, or anomalies were observed during unit boot or during handheld touch screen commands. Patient data backup was performed successfully using returned 4g jacs modem. Unit was unable to pass signal acquisition frequencies in diagnostic-test including accuracy/noise and distance/home due to burned pcb component. Customer reported sparking and burning smell coming from the pes. ¿ confirmed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient reported that their patient electronics system sparked. The patient electronics system was replaced. There were no adverse consequences reported by the patient.